Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an atrial fibrillation procedure one farawave 31 mm was selected for use. Several ablations were performed on the lspv then the guidewire could not be advanced or retracted, both guidewire and catheter moved together, they were not caught on tissue. Both guidewire and catheter were removed together from the sheath. The device was replaced, and the procedure was completed without patient complications. The catheter has been received for analysis.

Event description:
It was reported that during an atrial fibrillation procedure one farawave 31 mm was selected for use. Several ablations were performed on the lspv then the guidewire could not be advanced or retracted, both guidewire and catheter moved together, they were not caught on tissue. Both guidewire and catheter were removed together from the sheath. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis. It was further reported that to complete the case a new guidewire was opened. The wire was not difficult to load. It became stuck in the catheter during use. We had completed some ablation in the lspv without issue before the wire became stuck. No tissue was seen at the tip of the catheter or guidewire. The guidewire could not be removed as normal. The guidewire was advanced past the tip when the catheter was removed. The physician commented that in hindsight, he could feel the wire "catching" at the catheter tip. But it was able to be moved in and out fairly well. Heparin was given pre-transeptal. The case was performed on non-interrupted anticoagulant. The act results prior to the event were therapeutic throughout the procedure. The type of imaging used was tee + fluoro for transseptal puncture. Fluoro for farawave ablation.

Manufacturer narrative:
(B)(6). Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was not returned with the original guidewire inserted. Functional testing was performed, and a wire was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product.